Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.9, lab: 3.9. Time between testing was reported as 2 hours. Therapeutic range is 2.0-3.0. Nurse tested patient and obtained inratio inr = 1.9. It was reported that the patient was sent to the ER 2 hours later because patient was feeling very lethargic on (B)(6) 2013. Patient was not given any medications or any kind of treatment at the hospital prior to venipuncture. Lab result obtained was inr = 3.9. Alere has attempted multiple times to follow up regarding results of ER visit without success.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 1.9, reference = 3.9, mean = 2.90, confidence limits = 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 293020 on (B)(6) 2013. Results as follows: donor212: inratio: 1.9, inratio: 2.2, inratio: 2.4, ref.: 2.09, bias-thresh.: 1.09-3.09, %cv: 11.62; donor215: 2.3, 2.3, 2.4, 2.21, 1.21-3.21, 2.47. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results were not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action was required. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.